Event description:
The customer reported "the charging port doesn¿t always get a connection. It loses connection all the time". There was no reported adverse impact to the customer. The customer declined troubleshooting from tandem technical support regarding the issue. No additional patient or event information was available.